Manufacturer narrative:
No device analysis results are available because the device was not returned. Based on the information received, the cause of the reported incident could not be determined. Multiple good faith effort (gfe) attempts were made and documented, but additional information could not be obtained.

Event description:
The patient reported exposed and frayed wires of the power supply box. The power cord and supply were replaced and there were no adverse consequences reported by the patient.